Manufacturer narrative:
The required information to enable further investigation, such as the kit's lot number and patient's medical history, was not available and therefore a root cause investigation was not able to be performed. A review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. The exact root cause of the reported issue could not be determined.

Event description:
A complaint of a false negative result with the ID now covid-19 assay was reported by the end patient's supervisor (deputy chief). The patient's supervisor reported that one of his officers exhibited symptoms (not otherwise specified) of covid-19 so he directed the officer to be tested at a first responder dedicated testing site, where a nasopharyngeal sample was collected. The diagnostic testing methodology at the first responder testing site was unknown. Due to the 24 hour turnaround time for results, the patient's supervisor instructed him to go to a (B)(6) pharmacy for rapid testing with the ID now covid-19 test. The patient tested negative with the ID now covid-19 test at (B)(6). The reporting individual stated the sample type was unknown. The (B)(6) indicates that the covid-19 testing process consists of patient self-administered nasal swab sample collection. The reporting individual confirmed that the patient was directed to go home after testing on (B)(6) 2020 despite the negative ID now covid-19 test results. The following day ((B)(6) 2020), the patient was informed that the results from the first responder testing site were positive for covid-19. Additional testing and/or confirmation results are unknown. Patient treatment and outcome was unknown. Abbott diagnostics (B)(4), inc. Received authorization from the FDA for the removal of swabs eluted in vtm as an appropriate sample type from the ID now covid test in april 2020. While the ID now covid-19 test was performing within the statements made within package insert in19000 v1.0 related to % test agreement with the expected results by sample concentration, the change was a proactive measure to remove the risk of potential reduced sensitivity, or false negative in the event of a low analyte concentration as vtm is known to dilute the patient sample. Customers were informed of the change through a technical bulletin, tb000041 v1.0, indicating: "the specimen collection and handling for the ID now" covid-19 test has changed. Swabs eluted in vtm are no longer an appropriate sample type. Please refer to the updated product insert included in this kit. ID now covid-19 is intended for testing a swab directly without elution in viral transport media as dilution will result in decreased detection of low positive samples that are near the limit of detection of the test. Due to this change, disposable transfer pipettes are no longer included in the kit." Additionally, all ID now covid-19 affiliated labeling was updated to reflect the removal of swabs eluted in viral transport media. The events of this case took place prior to the removal of the ID now covid-19 vtm claim. The ID now covid-19 product insert indicates that negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. Due to the risk of a false negative result potentially leading to no or delayed treatment, this event shall be considered reportable.